Event description:
It was reported that when clinician was trying to remove an indwelling foley from a patient, after removing 10cc of water, the clinician went to pull the foley out and it got stuck which made the patient uncomfortable. Once they called the physician, they were finally able to remove the foley. The team said that the foley catheter had a ridge on the tip of it that caused the issue. No medical intervention was reported. Per contact via email on 09aug2022, the patient was mid 60¿s, male. There was some minor injury, as the patient did have bleeding at the meatus.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The reported failure is within specification as the reported failure could not be reproduced. The product was used for patient treatment or diagnosis. The product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: visual evaluation of the returned sample noted one opened (without original packaging), a 2-way temperature sensing catheter. Visual inspection of the sample noted no obvious visible defects. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). The balloon rested without leaks and passively deflated without issue or cuffing, returning 10ml of solution. This is within specification per inspection which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the reported event is unconfirmed a labeling review is not required. Correction: d,g,h. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that when clinician was trying to remove an indwelling foley from a patient, after removing 10cc of water, the clinician went to pull the foley out and it got stuck which made the patient uncomfortable. Once they called the physician, they were finally able to remove the foley. The team said that the foley catheter had a ridge on the tip of it that caused the issue. No medical intervention was reported. Per contact via email on 09aug2022, the patient was mid 60¿s, male. There was some minor injury, as the patient did have bleeding at the meatus.